Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00 21.0 diopter, was performed on the left eye of a female patient because she was unhappy with her visual acuity. There was no vitrectomy or patient injury. The replacement lens was the same model zlb00, 21.5 diopter. The patient was reported as fine post op. No additional information was provided.

Manufacturer narrative:
The implant date was provided in a follow-up. Through follow up the date of implant was provided (B)(6) 2015. Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.